Event description:
The customer reported that while the unit was in use on a patient, the pressure readings on the unit were approximately one-half of readings on the bedside monitor. The patient was switched to another unit and therapy was continued. No patient injury was reported.